Event description:
It was reported that the device could not be interrogated. An alert message was displayed stating the device was in backup vvi mode without tachy therapies. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported reset anomaly was confirmed in the laboratory. Analysis of the device image found the battery voltage dropped due to excessive charging which resulted in a power on reset (por).